Manufacturer narrative:
Concomitant products: dtba1d4 crt-d implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a gradual increase in pacing thresholds. The lead remains in use. No patient complications have been reported as a result of this event.